Event description:
During surgery a piece of the distal edge of the sleeve of the trocar broke off. It was noticed when trocar was withdrawn and the piece was retrieved. There was no pt injury and the procedure was not compromised.